Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned pump passed all testing in the laboratory and no anomalies were identified. Regulatory reports already submitted that were about the same event. Continuation of d10: product ID 8578 lot# serial# (B)(6). Product type catheter product ID 8709 lot# serial# (B)(6); product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(6), ubd: 18-nov-2023, UDI#: (B)(4); product ID: 8709, serial/lot #: (B)(6), ubd: 14-aug-2006, UDI#: 1(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient regarding an implanted infusion pump system for non-malignant pain. The pump was used to deliver dilaudid (hydromorphone), fentanyl, and bupivacaine. Dose and concentration information was not reported. It was reported that, since the patient's pump was replaced on (B)(6) 2023, the patient didn't feel like they were getting the same therapy effect. The patient's next appointment was on (B)(6) 2023. The patient felt that they back pain was "back to where it was before the pump". The patient also felt discomfort at the pump implant site from time to time "too jolt". The pump was not alarming. The patient was redirected to follow-up with their healthcare provider. Additional information from the healthcare provider indicated that there were chronic catheter issues, catheter failure likely due to age. It was revised and replaced on (B)(6) 2023 by outside team. Replacement of pump and catheter with dry titration.